Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for cosmetic damage. The customer¿s blood glucose was unknown at the time of the incident. Customer reported that they not aware how the insulin pump got damaged but a piece of plastic in the battery compartment was chipped off. Customer reported crack on the battery compartment. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing segments due to cracked zebra connector. Unable to perform self test and displacement test due to missing segment. Device received with broken battery tube threads. (B)(4).